Event description:
It was reported that the balloon catheter was delivered to the target internal carotid artery (ica) lesion and after two inflation and deflation of the balloon, the balloon rupture occurred and the inflation was not possible any more. The balloon catheter was removed and the procedure was completed with another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device is not availabale to the manufacturer.

Event description:
It was reported that the balloon catheter was delivered to the target internal carotid artery (ica) lesion and after two inflation and deflation of the balloon, the balloon rupture occurred and the inflation was not possible any more. The balloon catheter was removed and the procedure was completed with another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
Device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device did not reveal any anomalies. All dimensions were within specifications. During functional inspection the device was flushed without difficulty. A demonstration transend 0.014¿guidewire was inserted into the device without difficulty. An attempt was made to inflate the balloon; however, the balloon was unable to be inflated and a leak was noted at the distal end of the balloon. Following microscopic inspection found a tear at the distal end of the balloon. The event description and additional information indicated that the device was confirmed to be in good condition prior to use and that the device was successfully inflated and deflated during preparation. It is also stated that the physician placed a flow diverter stent in the artery prior to introducing the balloon catheter. It is probable the implanted flow diverter stent caused the balloon rupture as the balloon catheter was advanced through the stent. Therefore, it was determined that the reported event was related to operational context.